Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a defective scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source had no image, and there were strips in the image when connecting 290 series scopes. The issue was found during reprocessing after the procedure. There were no reports of patient harm.